Event description:
It was reported that the patient had his spectra malleable device replaced with a 700 inflatable penile prosthesis due to patient dissatisfaction; the device "buckled with insertion". No patient complications were reported in relation with this event.